Event description:
It was reported that the vns patient was going to have his vns generator and lead replaced due to high impedance. No trauma or manipulation was reported, and the device was left on by the physician. It was noted that in (B)(6) 2012 the vns diagnostics were within normal limits. Attempts to return the product to the manufacturer are underway.

Event description:
Attempts to return the vns generator and the lead to the manufacturer after explant were unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.